Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device¿s display is damaged and only half the screen is visible. The device¿s lcd display needs to be replaced to address the issue. There was evidence of physical damage.